Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a generator. It was reported that during a preventative maintenance (pm), the electrodes were being activated while the rem pad was not connected. There was no patient involved.